Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 6947 implantable tachy lead, implanted: (B)(6) 2005; 5076 implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported there was failure to capture on the left ventricular (lv) lead. Chest x-ray showed the lv lead moved away from the lateral vein. The lead was electronically abandoned. The patient was enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.